Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suturecut needle driver instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Additional observation related to customer reported complaint was also identified: the suturecut needle driver instrument was found to have a broken grip cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the surgeon noted that the wire came out of large suturecut needle driver & the surgeon had to use a new instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said upon checking with the hospital technician, it was used on (B)(6) 2023 & this issue was slightly observed during that time. However, customer again planned to use it on (B)(6) 2023 as mentioned in the crc form. The instrument was inspected prior to use & no damage was seen. Suturing of the tissue was performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.